Event description:
It was reported that the user experienced several days of very elevated blood glucose and was taken to the hospital; the user disconnected from the ilet at the direction of their healthcare provider prior to hospital presentation, and logs indicated multiple high glucose alerts acknowledged, three supply changes, and insulin delivery as expected. Symptoms included hyperglycemia with a documented glucose of 401 mg/dl. Outcomes included insufficient information to characterize impact. Investigation included communication with the user and clinician and analysis of information provided by the user and third party. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.